Event description:
It was reported that the customer was unable to upload the pump due to the t:connect uploader not recognizing the pump. There was no reported impact to the customer¿s blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to recessed usb pin that prevented charging.